Manufacturer narrative:
The ge service rep stated the customer was able to fix the issue himself by switching to film shot and shooting one shot and switching back to fluoro. Unit works normally, and was returned to service.

Event description:
The customer reported that the unit would not shoot fluoro. The operator was able to fix it by shooting a film shot then switching back to fluoro.